Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer stated that quality controls (qc) were not within range. All cholesterol results obtained since last time qc was in range were repeated, resulting as expected. After evaluation of the instrument and instrument data, the cse tested the reagent turntable tray temperature and the temperature was acceptable and no instrument malfunction was found. The cause of the discordant results falsely low cholesterol results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low cholesterol results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were released to the physician(s). The samples were repeated on another advia 2400 instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cholesterol results.